Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument and completed the device evaluation. The instrument was analyzed and was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose grip cable the distal end. The clamping pulleys did not exhibit signs of discoloration or corrosion/contamination on the cables that would attribute to a broken cable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the 8mm mega suturecut needle driver instrument had wires protruding at the distal tip.